Event description:
The system operator's finger sustained a fracture when it became lodged between a sliding rail and the stationary table frame. The event occurred when the operator leaned across the table to activate the unlocking machanism.